Manufacturer narrative:
Explant date: if explanted, give date: not applicable, lens remains implanted . All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a model zxr00 intraocular lens (iol) in the left eye, a female patient experienced halos and glare. Patient had yag capsulotomy. Patient's visual acuity pre implant was at 20/25 cc (with correction) and 20/40 sc (sans without correction) post implant. The lens remains implanted and no explant or other medical intervention has been scheduled. Patent's symptom of halos and glare started on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.